Manufacturer narrative:
H3: the device - recharger 97755, serial number (B)(6) was returned for product analysis. Analysis found recharger (rtm) never got hot after running it for 10 mins. However, there was a recharger antenna failure wherein a no device found message was seen. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was starting friday the pts controller did not work at all for it would not let them recharge the controller battery so they could not recharge the ins battery. The pt was getting a message the said battery too low it won't take. The ins was dead in charged and the controller would not charge for it says too low and cant charge it. During call pt verified no damage to the controller charging port, controller battery compartment, or to the controller battery. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was charging. Pt unlocked the controller and got no device found. The reason for call was on friday the pts recharger telemetry module (rtm) cord was getting very hot and their back was getting burned for it left a red mark. A replacement recharger telemetry module (rtm) was sent out.